Manufacturer narrative:
The patient's products have been returned to lifescan for evaluation; however, the evaluation process has not yet been completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay user/patient in USA contacted lifescan to report the one touch ultralink meter was giving inaccurately low readings with the control solution. The patient reported obtaining the control solution reading of 120 mg/dl on the reported meter, which was out of range low for the lot of test strips in use. There was no patient injury associated with this issue. As the issue was not resolved and the test results fell outside expected values for meter-to-lab accuracy testing, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (03/07/2013)-device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2013 and evaluated by product analysis (pa) on (B)(4) 2013 with the following finding: the test strip passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.